Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced restenosis and stroke. At this time of the index procedure, the patient was treated with a 10x24mm carotid wallstent. (B)(6) 2010, the patient developed mild cerebral embolism (ipsilateral/contralateral cerebral infarction). This was treated with medication. The patient presented again (B)(6) 2011 for the same condition and was treated with medication. (B)(6) 2011, duplex ultrasonography was performed. The patient was diagnosed with 54% in stent restenosis of the previously placed carotid stent this was treated with implanting a non-bsc stent and the patient's condition was said to be improved. The event outcome was listed as (B)(6) 2011. It is the opinion of the physician that this event is related to the carotid wallstent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).